Event description:
Customer reported receiving imprecise sequential adc meter readings of 1.4mmol/l and 6.7mmol/l obtained within a 10 minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference in values is considered to be clinically significant. There was no report of serious injury, death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is completed.